Event description:
It was reported that the pt was undergoing a right shoulder arthroscopic procedure when the pt developed excessive extravasation in the right shoulder, chest, and neck. It was further reported that the pump being used appeared to display a pre-selected joint pressure.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.